Event description:
It was reported that a physician was attempting to use a 2.5mm x 30mm endeavor resolute drug eluting stent to treat a lesion in the cx of a patient with calcification, tortuosity and stenosis present. The lesion was pre-dilated with a sprinter balloon and an nc sprinter balloon, however, it was reported that the endeavor resolute could not pass the lesion. The physician had to ¿push¿ the stent to pass the lesion but it was resistant to crossing. When it was removed from the patient, the stent struts were noted to be damaged. The procedure was completed with another stent. No patient injury or clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (no device or cd returned for review). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology - calcification, tortuosity and stenosis present). Failure to follow instructions (force used). Evaluation conclusion: unable to confirm complaint (no device or cd returned for review). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology - calcification, tortuosity and stenosis present). Known inherent risk of procedure (failure to deliver stent and stent deformation). Failure to follow instructions (force used). (B)(4).